Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective x-ray tube. A first inspection of the log files showed a grid defect of the affected tube. A deeper inspection at the factory showed a problem with the emitter which touched the boundary. Under normal conditions, the emitter has equal distances to the boundary plates in all circumstances. If the distances are not symmetric, it is probable that the emitter extends on thermal load and then may touch the focal boundary, which can lead to various failures including grid errors. In this case, further examination of the patient is possible with a slightly higher dose. The affected x-ray tube has been exchanged on site by the local service organization and the error has not reoccurred. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen floor system. During an acute procedure, the user reported an error message. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.